Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters on her back and front right shoulder and one where skin is broken underneath the left shoulder strap. The patient's daughter is a nurse's aide and has been taking care of the irritations. Follow-up indicated that the blisters had improved and were looking better.